Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) unknown. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of grater handle is coming apart during case.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint; the pull down component that attaches to the reamer has fallen part. A two-year search of the complaint database found the root cause is attributed to inadequate design. In addition, the date code a0406 indicates the instrument was manufactured in april of 2006 and is over 10 years old. No corrective action taken as the product code is obsolete. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.